Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash and bruising underneath the lifevest. The patient had a nickel allergy. The patient's physician advised that the patient use benadryl to treat the irritation.